Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.

Event description:
Customer reported receiving a reading of "hi" from his freestyle lite meter. Customer also reported self-administering with large amount of his insulin medication and loss of consciousness afterward. Customer further reported his wife tried to administer soda and sweets to counteract his symptoms. Paramedics were called but customer did not know if any treatment was given since he was unconscious. Customer was then transported to a health care facility where he was diagnosed with severe hypoglycemia and the treatment was unknown. There was no report of death or permanent impairment associated with this event.